Manufacturer narrative:
The t:slim x2g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the customer had been using fiasp insulin within the cartridge. A supply change was performed to address the issue. Customer's blood glucose level was in the 300's mg/dl range.